Event description:
It was reported that the patient had an infection and the device was removed. The manufacturer representative stated that the even had been reported 6.5 months ago. It was later reported that the pocket site would not heal. Cultures were taken of the site, but the manufacturer representative did not know the result and would ask the physician. The location of the infection was the abdomen. The patient was put on antibiotics and the device was removed.

Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), product type lead; product ID 435135, serial# (B)(4), product type lead. (B)(4).

Manufacturer narrative:
No device analysis was performed; the device met risk based criteria.